Event description:
It was reported that the t:slim x2 pump battery would not charge properly. There was no adverse impact to the customer¿s blood glucose level. The customer attempted several troubleshooting steps, including using an alternative charging cable, which did not resolve the issue. As a result, technical support decided to send a replacement tandem cable and wall adapter to the customer via two-day shipping. The customer was advised to rely on multiple daily injections if the pump battery depleted before receiving the replacement charging supplies.